Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated creatinine result generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range creatinine = 44-88 umol/l), sid (B)(6) creatinine initial result 378 umol/l, repeat 50 umol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the alinity c processing module, performed troubleshooting including part replacement and manually cleaning cuvette segments. The instrument service history of the alinity c processing module returned no additional complaint tickets associated with discrepant /erratic results. Data and information provided by the customer were reviewed. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint. Product labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated creatinine result generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range creatinine = 44-88 umol/l). Sid (B)(6) creatinine initial result 378 umol/l, repeat 50 umol/l. No impact to patient management was reported.